Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer had mention no symptoms of their blood glucose levels. The customer was treated with ems dispatched, admitted to the hospital. Customer reported they had experienced high blood glucose level of 560 mg/dl at time of incident. The customer's current blood glucose was 214 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 560 mg/dl. The customer complained about hyperglycemia. Blood glucose level was 187 mg/dl when discharged. Customer report customer does not allege pump was under delivering. The insulin pump passed the high pressure test and explained the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.